Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump's downstream occlusion pressure was too high 35 psi. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion pressure was too high 35 psi' which was reproduced during evaluation. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.